Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr repair kit, the physician had a lot of trouble loading the capio device. When "feeding" the bullet into the capio device, the bullet detached from one of the mesh legs, outside the patient. The physician used another stand-alone capio device to complete the procedure. There were no patient complications, and the patient condition is reportedly "fine".

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.